Event description:
A user facility reported to olympus that the image was lost during a procedure and error code "b30" was observed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced or confirmed. The returned device was tested with multiple scopes and the problem could not be duplicated. The unit passed all functional tests. The lamp life was noted at 400 hours and found to be a non-oiympus lamp. Software version 1.03 installed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the error b30 and the image issue could not be determined. Error b30 indicates scope communication error in which the hard deployment of the scope identification data failed and caused a registry error. The occurrence of error b30 and the image failure was likely caused by foreign body attachment of the electric junction and attachment of moisture. Olympus will continue to monitor field performance for this device.